Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a high out of range pacing impedance measurement on the left ventricular (lv) lead, measuring 2500 ohms. Despite the high measurement, the patient had a magnetic resonance imaging (MRI), which is considered off-label use. No adverse patient effects were reported. This lv lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.